Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows noise, oversensing, and delivered inappropriate shocks. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2026 this lead was capped (B)(6) 2026. Additional information, lead was fractured. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.